Event description:
During an electrical check, the technician found the bed failed the electrical leakage test.

Manufacturer narrative:
The technician found an open ground in the ac power cord plug. He replaced the plug to repair the bed.